Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the lesion was in the iva second segment with no calcification, to treat a restenosis in another company's stent. The xience v stent was implanted with direct stenting, without difficulty, at 14 atm. During removal of the balloon, a dissection was noticed at the distal part of the stent. A dog-boning effect was noticed. A 3.0 x 16 graftmaster stent was implanted to treat the dissection, with a good result. The pt was sent to the surgical department where 400cc of blood was extracted in the pericardial. In 2009, the pt was again in observation. No additional event or pt info is available.